Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported conflicting sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they first tested positive and then later negative. No confirmatory testing had been completed.